Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had shut off unexpectedly at 20% battery charge. The customer's blood glucose level ranged from 138 to 150 mg/dl. Reportedly, after plugging the pump in to charge, the pump turned on. Tandem technical support reviewed the pump history and confirmed that a malfunction alarm and low power alerts had occurred. Reportedly, the customer has manual injections available as alternate insulin therapy.